Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer alleging possible pump under delivery. The customer blood glucose level was 257 mg/dl at the time of incident and the current blood glucose of the customer is 180 mg/dl. The customer¿s other blood glucose was 230 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer state that auto mode feature was active. The insulin pump will be returned for analysis.